Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that row boards were not detected by the drawer controller. The field service engineer shut down the station and reconnected the row board cables for the drawers. After powering the station back on, it was verified that all drawers and pockets were successfully recognized. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawers were encountered a failure and were not detected on communication bus. The customer reported that the malfunction arose when the user attempted to administer medication to a patient, leading to a delay in the medication dispensing process. There were no adverse events or injuries reported based on this incident.